Event description:
Approx 15 minutes into patient hemodialysis treatment, a leak was seen at where the heparin line is connected to the main blood tubing. The bloodline and the dialyzer were discarded resulting in estimated blood loss of 261cc. No patient injury is reported; a new bloodline and dialyzer were set up and treatment continued with no further problems. MDR is filed for blood loss.